Event description:
On (B)(6) 2013, the patient¿s mother contacted animas and alleged the following: it was discovered that patient had the time set incorrectly on his pump, he had the am and pm reversed. Neither patient nor mother are aware of how and when this occurred. Mom states that he was seen by the health care provider (hcp) 3 months ago so it must have occurred after that. Mom says that she had found that it was incorrect maybe days or weeks ago -she is poor historian, but decided not to reset it to correct time/date. She changed it today on the call with customer service (cs) due to the child having high blood glucose (bg) levels child is having. Mother removed the battery while on this call and the time and date were maintained. They cannot remember if they have ever had to reset the time and date on this pump. Bgs elevated the past 4 days, mother poor historian. Bg in mg/dl: dinner yesterday 326, 393 last night, 320 2am, and 358 4am - very thirsty and increased urination, no ketones. Mother also recalls one day that his bg was elevated, his belly hurt moderately, and he vomited a little. It did resolve. Has not had ketones any of the times his bg has been elevated. Bg this am was 134mg/dl, child feels fine. Cs explained to mother that her son got less bolus during the afternoon and evening due to the time issue and also different basal rates than he should have been getting. Explained about the ratios and basal and bg targets to mother. Mother requesting more education. Instructed mother to contact her hcp about the time issue and the bgs. This complaint is being reported as the patient experienced hyperglycemia related to the patient setting the time incorrectly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.